Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician noted that slitting the catheter was more difficult than usual. The first attempt to slit the catheter resulted in the lead coming off the guiding and dislodging from the implant site. The catheter was replaced by another catheter of the same model. The second attempt at slitting the catheter resulted in the lead coming off the guiding, but the lead did not dislodge. The slitter that was difficult to cut with was removed. A replacement slitter was used with no issue. The lead was repositioned successfully. No patient complications have been reported as a result of this event.